Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for lot number 11h11e was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the event could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced a cough and shortness of breath coincident with hemodialysis therapy. The dialysis instrument/circuit and dialyzer were primed prior to use. After the pre-flush was completed, dexamethasone 10mg was injected into the circuit for 20 minutes. The patient experienced symptoms 15 minutes after initiating therapy. The patient was administered high flow oxygen, dexamethasone 10mg, 30ns, aminophylline 0.125mg , and cedilanid 0.2ml IV. The dialyzer was replaced with a hemo-flow f6hps dialyzer. The patient received treatment for three hours and was in good condition without any symptoms.